Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "original surgery took place in (B)(6) 2011. Implanted a triathlon primary total knee. Pt fractured distal femur. Returned to surgery (B)(6) 2012 to replace parts. Surgeon replaced ps insert with ts insert into primary baseplate. Surgeon was aware the ts inset was off label with the primary baseplate left in. Surgery done. No further awareness of any issues."